Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that this implantable lead had dislodged. This observation was noted during the post operation check. The pt underwent a revision procedure and the lead was successfully repositioned. No further adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
On 5/30/16 - we were provided an analysis of this lead. No explant date or reason for explant was provided. Upon receipt, the lead under complaint was found cut approx. 18.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal part including the lead tip was not returned for analysis. It is reasonable to assume that the lead was cut during the explantation procedure.the returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported dislodgement. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.